Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.